Event description:
A customer contacted beckman coulter inc. (Bci) in regards sample leak on the lh780 instrument. The operator did not get in contact with the instrument waste. No exposure to mucous membranes or open wounds was reported. The instrument was removed from service immediately after the leak observed.

Manufacturer narrative:
The customer was wearing full personnel protective equipment during troubleshooting. A bci field service engineer (fse) found the sample tubing to the bottom port of flow cell disconnected. Fse replaced the tubing and verified instrument operation. The repair was verified per established procedures and results meet published performance specifications. A clear root cause can not be determined for this event.